Event description:
It was reported to philips that the capacitor will need to be replaced due to buzzing while charging. The device was received by bench repair on (B)(6) 2021. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the capacitor would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. No further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the capacitor will need to be replaced due to buzzing while charging. There was no reported patient involvement.